Event description:
It was reported that during a surgical procedure conducted at the user facility, a cutting blade broke while in use with the device. There was no report of any components entering the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility a cutting blade broke while in use with the device. There was no report of any components entering the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis.